Event description:
Consumer reported via e-mail that upon removal of a tampon the pledget was more difficult to pull out so she applied more force and the pledget broke in half leaving her to separately pull out the top part of the tampon from her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.